Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
This event was determined to be supplemental information and will be captured in MFR# 2916596-2024-01185. No further information was provided. The manufacturer is closing the file on this event.